Event description:
It was reported by service report that the cpu board failed causing a false error code on the foot board display which made the user think that bed exit was unavailable. No patient involvement or adverse consequences are reported.